Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator. It was reported the patient had an explant and would send their device back. There was some sort of alleged injury and the caller stated that everything would be in the letter attached to the returned product.